Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on unknown date with blood glucose of 42 mg/dl which was treated with the glucose tablets and food. The customer was using the automode. The customer reported that they had using the insulin pump within 48 hours of the reported low blood glucose. The displacement test was pass. The customer reported that they had burned through 4 sensors, as they bleed. The device will not be returned for the analysis.